Event description:
Treatment of an avm (arteriovenous malformation) above the access of the left vertebral artery. On (B)(6) 2014, the patient underwent embolization treatment. During the injection of contrast media with a 3ml syringe, it was reported that there was an unusual amount of heightened resistance. The physician suspected the catheter was bent and decided to straighten the course of the catheter. Injection was continued and there was more resistance and the resistance went away. At that point, the contrast was observed to be exiting the side of the catheter at approximately 22cm from the distal tip. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device has not been returned for analysis; therefore, the event cause could not be determined.

Manufacturer narrative:
The catheter was returned for evaluation and the catheter tip was found to be shaped. The catheter was found to be ruptured at approximately 22.0cm from the distal end. The appearance of the catheter is consistent with rupture caused by catheter over-pressurization. This is most likely to occur during injection of contrast when the distal portion of the catheter is kinked, prolapsed or occluded. The instruction for use (IFU) includes warnings/information regarding catheter over-pressurization. A warning in the IFU states: infusion pressure with this device should not exceed 690 kpa (100 psi). Pressure in excess of 690 kpa (100 psi) may result in catheter rupture, possibly resulting in patient injury and also provides a warning that the catheter integrity should be verified angiographically by confirming that contrast exits only at the catheter tip. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).